Event description:
Procedure type: bullectomy. According to the reporter: at the second firing, the device fired properly, but the pt side tissue slipped from the jaws before they were opened. The pt side tissue was not stapled at all and the staples were found scattered around. The specimen side was stapled properly. Since the stump was open and bleeding was observed, the surgeon sutured the stump to complete the procedure. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).